Manufacturer narrative:
One device was returned for repair. Service history showed no previous service dates available. Visual inspection confirmed the downstream occlusion (dso) sensor seal was separated. Also found that the upstream occlusion sensor seal is worn. Replaced dso seal, dso sensor, and upstream occlusion seal. Conducted performance verification tests and accuracy results were 21ml, 21ml, and 21ml on three separate tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal and a scratched lens. Per reporter, this event occurred during testing. There was no patient involvement.